Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, as the acetabular cup was impacted, the threaded tip of the inserter fractured off in the cup. In addition, the locking ring from the acetabular cup became damaged. A new cup and inserter were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following precautionary statement: instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of returned instrument found impaction marks in an area that would likely cause thread to fracture.